Event description:
It was reported by dealer that the (B)(4) concentrator is alarming . No further information was available or known by dealer. Unit is boxed up and hours are unknown. Dealer called stating the recall was not done on this unit, advised that it is not in recall for sieve bed.